Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/05/2016 with the following findings: visual inspection revealed rust inside the battery compartment and a battery compartment crack. Leak testing revealed a leak at the battery compartment crack. The pump casing was opened and there was no further evidence of any moisture. Unrelated to the original complaint, investigation revealed that the display was dim, faded, and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that there was moisture/corrosion in the battery compartment. The reporter denied any physical damage to the pump. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.